Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleging headache, respiratory issues, very dizzy, throat irritation and nausea. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture observed a dust/dirt contamination buildup around the air inlet. Contamination appearing consistent with insect contamination was observed on the interior of the device enclosure. Dust/dirt contamination observed on and in the blower and blower box. Dark contamination appearing consistent with keratin contamination observed the manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified.